Manufacturer narrative:
The reported events where that the stylets became contaminated with blood and the leads could not be separated from the stylets. As received, a complete lead was returned in one piece. The stylet was missing/not returned for analysis. Unable to perform stylet insertion/removal test due to the condition of the lead as received. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the leads implant, the stylets became contaminated with blood and the leads could not be separated from the stylets. The leads were not used and a leadless pacemaker was implanted. The patient was in stable condition.